Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the last dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient awoke to the alarm and noted that the pt line of the homechoice cassette had become disconnected from their transfer set for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. No pt injury or medical intervention was associated with this incfident per the home pt.